Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding') in an adult female patient who had essure (batch no. A56131-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloated"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding, abdominal pain lower, abdominal distension, back pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, fatigue, heavy menstrual bleeding and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 . Lot number reported (a56131) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: update of information (batch is not valid). We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding') in an adult female patient who had essure (batch no. A56131) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloated"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding, abdominal pain lower, abdominal distension, back pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, fatigue, heavy menstrual bleeding and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013 most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-lot number added.new reporter, insertion details, were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloated"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, abdominal distension, back pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, fatigue, menorrhagia and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloated"), back pain ("back pain"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, abdominal distension, back pain, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, fatigue, menorrhagia and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.